Manufacturer narrative:
Failure analysis showed the reported problem could not be reproduced with the returned patient interface. No deviation of docking or other issues could be detected. No problem was found with the patient interface. The reported problem could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A center manager reported suction lost after laser was fired. Upon follow up, pedal was engaged with movement when suction was lost. No patient harm was reported.